Event description:
Infant pt admitted to the hospital for left orchiopexy. Infant ground pad placed on patient's back and procedure completed without incident. At the end of the procedure, two small blanched dots were noted on the operative site. The surgeon was notified and evaluated the patient. No further treatment was needed.no arcing or equipment malfunctions were noted during procedure. The injuries appeared to be thermal in nature as they were white.